Manufacturer narrative:
There is no notification associated with this event. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported there was a motor stall that never recovered and the pump was explanted on (B)(6) 2014. The pump was used to deliver prialt/ziconotide. No patient symptoms were reported. Additional information reported the patient was receiving effective therapy.

Manufacturer narrative:
Analysis of the pump (s/n: (B)(4)) found the stall was due to the shaft bearing and there was a gear train anomaly due to corrosion, lubrication, or wear. There was corrosion on the top and bottom sides of gear wheel 3. There was shaft wear on the upper shaft of gear two. There was a milling chip on the teeth of gear 3.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).